Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose was unknown at the time of incident. Customer also reported dark spots on the insulin pump screen making it hard to read. Customer also mentioned that the insulin pump down button was hard to press and there were several unexplained no delivery alarms. No troubleshooting was performed. The product is not expected to return for analysis.